Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement had been increasing for several months and at the current device interrogation it measured greater than 2500 ohms. The rv lead threshold measurement had also risen to 4.5 volts at 0.5 ms. During the revision procedure, the rv lead was surgically abandoned and the pacemaker was electively explanted. A new lead was successfully implanted. No adverse patient effects were reported and the investigation is complete.